Manufacturer narrative:
Findings: unit received with frozen display due to corroded electronic assemblies. Unable to verify unresponsive buttons and button error due to frozen display. However, corrosion noted at keypad traces. Unit received with corroded motor home switch. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners, case at reservoir tube window corners and belt clip slot. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that she was in the water and the lying on the beach she got an alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer can't clear that alarm. The customer wore the pump in the water and got button error. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that she got in the water with the pump. Customer device would be replaced.